Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv 2 device had ruptured during patient use. According to the report, the ruptured occurred after 12 hours of the patient's therapy. There is no report of patient injury or medical intervention. No additional information is available.

Event description:
Per the audiologist, the patient was experiencing facial nerve stimulation with a decrease in performance. Reprogramming of device did not alleviate the issues. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).